Manufacturer narrative:
Vyaire complaint #: (B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the user interface module (uim) on the avea ventilator does not power up sometimes and, when it does, the screen is gray. It is currently unknown is there was any patient involvement.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated. This was isolated to a depleted coin cell battery. The thermistor was out of specification which may have contributed to the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.